Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the device was used as usual. In the middle of the procedure, the insulation on the lower jaw looked deformed through the monitor. Then, the physician tried to remove the device from the cavity in order to check the deform, but the device got caught on a trocar and the insulation on the lower jaw fell into the patient's cavity. The insulation was removed from the cavity successfully. A new device was opened to continue the procedure. There was no patient harm.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion and/or extraction in the trocar. If information is provided in the future, a supplemental report will be issued.